Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio identified the power module assembly as the root cause of the reported issue. The customer declined the quote for repair and so the device was returned to the customer without repair. The power module assembly was not available to be returned to pac for further investigation.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.